Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Evaluation of the device found that the ultrasonic sensor had low fluid numbers, causing the false alarms to occur. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.